Event description:
The procedure started as m1 stroke with clot migration into the m2/m3. After one pass with the trevo trak 21 and red72 the clot did not come out. The physician was attempting another pass with same system and this is when the aristotle 18 guidewire stretched and broke. About 1-2 inches of the guidewire remained in the patient. The guidewire was inside the body approx 10 minutes for both passes before issue. The physician tried to aspirate the wire out, but was unsuccessful.